Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not experience a 50% or greater symptom reduction. The cause of the event was due to the patient needing her settings reprogrammed. The issue was not considered device related. The patient was seen by the manufacturing representative and it was noted that the "stimulation made her urinate herself." The system was reportedly fine and the patient had stimulation in the area that she needed. It was further noted that the patient wanted the stimulator removed because she believed it was causing her to urinate herself. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient was so angry about the lack of response from the manufacturer¿s representative (rep) regarding stimulation in the wrong location that she had contacted her healthcare provider (hcp) about starting the process to have the stimulation device removed. The patient had an upcoming appointment however, refused to provide the date. The patient had the stimulator turned off. The patient noticed the change in stimulation about four to five days after her last programming session. Stimulation was supposed to cover her left and right leg, however, she wasn¿t feeling it in her left leg. Initially stimulation was supposed to help with lower back as well, however, she said that it was causing too many problems so they gave up on that and the hcp suggested they concentrate on getting coverage in the legs. The patient stated the problems with the unit are severe and because of the lack of service she didn¿t want the unit in her body. It was later noted that the patient had an appointment to meet with a rep. On (B)(6) at 11 a.m. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt stimulation in the wrong and incorrect location. The patient noticed this 4-5 days prior to the time of the report. It was indicated the patient felt stimulation in the wrong location over the summer, but the issue was resolved at that time. It was noted the patient felt stimulation in the wrong location like the last time. There were no falls or traumas, and no change in the programming. Follow-up information received indicated that a representative was going to meet with the patient for reprogramming. However, it was later indicated that the representative did not see the patient. The interventions and patient outcome remains unknown. Additional follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.